Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient reported ineffective therapy and unable to set to MRI. Diagnostics confirm high impedances. Reprogramming was not able to restore effective therapy. Surgical intervention may be taken at a later date to address the issue.